Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: ann thorac surg. 1996; 61: 1514-6. (B)(4).

Event description:
It was reported via journal article: title: "sensitivity to sternotomy wires may cause postoperative pruritus," authors: patricia m. Gordon, mrcp; paul k. Buxton, frcp; kathryn m. Mclaren, frcpath; roger d. Aldridge, phd. Citation: ann thorac surg. 1996; 61: 1514-6. A (B)(6) woman with symptomatic wolff-parkinson-white syndrome, refractory to medical treatment underwent elective division of the accessory pathway in (B)(6) 1990. This was performed through a median sternotomy incision, which was closed in layers in a routine manner with monofilament stainless steel sutures (ethicon). Post-operatively, the patient was diagnosed with an active eczema at the sternotomy wound site extending onto the shoulders and back and differential diagnosis of sternal pain syndrome which required removal of the sternal wires that led to an almost immediate elimination of her complaints of itch and eczema. The experience suggests that when implants are considered in strongly nickel sensitive patients it is prudent to avoid, if possible, nickel-containing prostheses. As an alternative to stainless steel wire for closing the sternum in patients with preexisting hypersensitivity reactions to nickel or chromium, the manufacturers, ethicon, would recommend braided polybutylate-coated polyester.